Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead showed noise on all leads at the same time. Information provided indicated ¿this looks like lead-on-lead noise.¿ it was also reported that the patient was syncopal. This situation led to inappropriate anti-tachycardia pacing and there was a six second pacing pause. Programming options were discussed.  Additionally, it was indicated the healthcare professional considering not changing the leads.  The ra lead, rv lead and lv lead remain in use.  No further patient complications have been reported as a result of this event.